Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient attempted to do a reset of their device using their ins recharger and were not able to charge their device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and the healthcare provider. It was reported that the patient's ins was overdischarged. The patient claimed that they had charged their ins a week earlier. Interrogation with the ins was unsuccessful and physician mode reset (pmr) was initiated. The patient was educated on recharging and the ins was recharged to 50%. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that they were not able to communicate using the patient programmer. The patient reported that they were told that there might be something wrong with their ins recharger. The patient reported that they were not able to feel any stimulation. The patient was scheduled for an appointment on (B)(6) 2017.. No further complications are anticipated.